Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a 2nd xen45 gts was implanted in the left eye due to incorrect position of the 1st xen45 gts. There was no eye injury and device remains implanted.